Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional contact number: (B)(6). It was reported that the intra-aortic balloon while using on pump, blood detected in catheter. No one was harmed on site. Blood entered inside the pim, pim is defective.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon while using on pump, blood detected in catheter. No one was harmed on site.